Event description:
Boston scientific received info that this right atrial lead exhibited high impedance fo greater than 2,000 ohms and high threshold measurements. A revision procedure was therefore performed. The lead was explanted and it was noted that the lead appeared to be fractured. No adverse pt effects were reported. The lead was discarded after the procedure and therefore, will not be available for lab analysis. As no further info concerning this report is expected, our investigation is complete. This investigation will be updated should further info be provided.

Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents accompanying this particular device. The mfg process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the mfg process, which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing.